Event description:
As reported: in a pci case, the physician intended to use 14f closure device to seal the wound. After exchanging the device sheath with the sheath-dilator assembly, the physician withdrew the dilator and inserted the closure unit into the sheath. However, abnormal resistance was felt by the physician when he was pushing in the bypass tube into the sheath hub through the haemostasis valve. Rather than trying to push hard the bypass tube into the sheath, the physician decided to exchange with a new 18f to seal the wound and it was successful eventually.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
A manta 14f ce closure, 14f sheath hub, 14f introducer and 8f depth locator were received for investigation. The device components were decontaminated then visually inspected. During inspection the engineer noted blood particulates visible on all components. The 14f ce closure exhibited an engaged lever. The anchor, collagen and radiopaque were not found. The button valve within the sheath hub did not exhibit any damages. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an impella-supported pci, a 14f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. Micropuncture was utilized to attain a medial positioned access. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered abnormal resistance and was unable to connect the manta sheath hub and manta closure together. No buckling or bending occurred to the bypass tube when met with resistance. The physician removed the sheath and 14f ce manta device off the guidewire and a new 18f ce manta and sheath were opened, deployed without complication; and successfully achieved hemostasis.the IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery.